Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve and small tears in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking through the tears on the valve

Event description:
It was reported that a sheath leak occurred. During a pulsed field ablation (pfa) procedure to treat a persistent atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon hooking up the sheath to flush, the sheath was noted to be leaking out of the flush port. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. Use of a farawave catheter to treat persistent atrial fibrillation constituted off-label use of a farawave catheter. The sheath was returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a sheath leak occurred. During a pulsed field ablation (pfa) procedure to treat a persistent atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon hooking up the sheath to flush, the sheath was noted to be leaking out of the flush port. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. Use of a farawave catheter to treat persistent atrial fibrillation constituted off-label use of the catheter. The sheath is expected to be returned for analysis.